Manufacturer narrative:
Concomitant medical products: product ID: a71100, product type: software. Other relevant device(s) are: product ID: a71100. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a clinician therapy app. The rep reported that there was a system error in the app and all the programs were wiped. The rep didn¿t remember the system error code and was unable to replicate the error. The rep was programming when the error occurred ¿system error 0x000000000 close application.¿ the rep uploaded log files. The device was no longer showing system error. The rep was too call back if the issue continued to happen. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient today for reprogramming because previous programming was cleared a few days ago due to a system failure on the tablet. The rep reported that the patient had some programming from their last visit and had been using the system when they came in today. The rep stated that during the tablet session, they were working with group b and believe that they chose to reorient the ins only rather than completely ¿start over¿ with adaptive stimulation. The rep set up intensities for all the groups/programs and confirmed this by looking at the programs tabs. After exiting the tablet session, the patient used their patient programmer (pp) but asked why all the intensities were set to 0v. The rep reported that the patient didn¿t see any error messages or do anything, they just noticed right away that the intensities were at 0v. The rep reported that all groups/programs were showing 0v. The rep later indicated that group b intensities never went to 0v, the amplitudes that were set during the tablet session remained. The rep reported that they provided the patient with a new group d and set up intensities for that group today but verified that the pp showed those intensities were at 0v after the tablet sessions. The rep entered another tablet session and saw the intensities were at 0v except for group b as those amplitudes remained. The rep noted that the patient went home with intensities on group b only. The rep also went on demo mode to try to replicate the steps did during the programming session and couldn't replicate anything to make her wipe off all of the intensities of all the groups and programs to zero. Additional information was received from the rep. The rep was educated on setting intensities both with and without adaptive stim. The rep understood why the controller was showing intensities of 0.0v based on what was programmed during the tablet session. Session reports were received. Tech services provided the following comments after review of the session reports. The patient came in with adaptive stim enabled and the session on 4/16 didn't end properly due to the error message. Groups a and b had adaptive stim programmed. However, when the device was re-interrogated after the error, all programming was gone, adaptive stim was off and not enabled for any groups. There was no adaptive stimulation intensity info likely due to adaptive stim being completely disabled. Therefore, when the programming was wiped, it looks like the adaptive stim programming (aka the intensities) was wiped as well, but somehow the ins orientation was not wiped. Tech services speculated this was because the positional trend data was there, and the ins orientation would have had to been saved in order to track that information. Even with adaptive stim completely disabled, if the ins was oriented, it can still capture the positional trend data. Therefore, when the patient went home on 4/16, it appears that the ins was oriented but adaptive stim wasn¿t configured. With the initial session report from 4/24, this again confirmed that when patient came in, adaptive stim was off but ins orientation must have still been saved since the positional trend data was tracked. Therefore, when the rep configured adaptive stim on group b, they were essentially starting from scratch in terms of the intensities for all groups. The rep re-oriented the ins and set up the intensities for group b, but the rest of the groups/programs remained at 0.0v (likely from when they were wiped out from the error message). If the intensities for all groups/programs had been saved from that very first session on 4/16, even after the rep re-configured adaptive stim for group b, the intensities for the other groups/programs would have remained the same at the original values from 4/16. It appeared that the adaptive stim programming was likely wiped with the tablet error and therefore, the rep would have had to reprogram all the groups for adaptive stim, not just group b.